Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic bioprosthetic valve, the valve was implanted successfully without a pre or post-implant balloon dilation or recaptures. On angiographic assessment prior to implantation, the position of the valve appeared satisfactory. Following deployment, the patient's diastolic blood pressure was abnormally low. Echocardiographic assessment revealed massive central regurgitation, which was further confirmed by angiography. The valve was noted to be well-opposed in all different fluoroscopic views with no paravalvular leak. Subsequently, a non-medtronic valve was implanted emergently to stabilize the patient.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na; medtronic product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.